Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one api-proficiency sample ID# api-dat 01 was tested with mts anti-igg-c3d gel card lot 013117005-01 exp 11.13.17 for the dat and the result was false negative. Customer repeated testing after getting the summary report and still getting negative results. However, testing was repeated using the same gel card lot# 013117005-01. Issue started on: (B)(6) 2017 reported (B)(6) 2017. Frequency: one time event. Methodology used: manual gel. Reaction grade obtained: neg . Customer was expecting: pos . Test repeated: yes on (B)(6) 2017 with same lot #013117005-01 still giving negative reaction. Daily qc passed. Patient/sample data: was a proficiency sample. Sample type: proficiency sample was 3% diluted to 0.8% with the diluent 2. Cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: all materials used passed visual inspection. Customer is sending the sample to a reference lab for testing and she will call back to give update about the call. Customer satisfied with reporting the issue for tracking and trending purposes. Customer suspecting clerical error.